Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, analytical e module (e170) analyzer, and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning if any result was reported outside of the laboratory was requested, but was not provided. No adverse event was reported. As insufficient sample material remained for further investigation, a specific root cause could not be determined. From the provided data, a general reagent issue could be excluded. Differences in values between the different vendors could be due to the different setups of the assays, the antibodies used and the variances in reference methods. The values of all thyroid parameters vary in function of age, gender, and other population characteristics which should be taken into account when analyzing values.